Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A caller reported that an unspecified low scan was received on the customer's sensor when compared to a competitor meter. It was further reported that the customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat, requiring glucagon spray from a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.